Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive around light guide lens had wear and there was corrosion on light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around light guide lens had wear and there was corrosion on light guide lens. A root cause could not be identified for the adhesive wear. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. A root cause for the corrosion could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.